Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the display on the insulin pump went blank. Customer stated that he delivered a bolus and a while later he noticed the device was off when taking it out of his pocket. Customer stated he did not receive a low battery alert. Customer stated that the insulin pump does not have physical damage. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer inserted a new battery and the display returned. Blood glucose value is unknown. Nothing further reported.